Manufacturer narrative:
Concomitant products 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedances. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.